Event description:
Additional information provided by the manufacturer representative reported that the cause of the paresthesia in the left abdomen was due to the lead being placed anteriorly. The issue has not yet been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was reprogrammed in attempt to pull parasthesia from the left abdomen. It was reported that they always felt parasthesia in the left abdomen. There was a report that images were taken and there was a plan for revision. The surgical intervention did not occur but was planned with no indication that it was scheduled. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.